Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump lost power today and stated the o-ring was not visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
The serial number was reported on the initial MDR as (B)(4). The correct serial number for this complaint is (B)(4).

Manufacturer narrative:
Follow-up #2: date of submission 10/09/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2013 with the following findings: during investigation, the pump was found to be unresponsive with no audible tone, no vibration and no display. The battery cap was able to fully tighten on the pump. The battery cap measurements were within specifications. The battery cap showed evidence of moisture contamination on the underside of battery cap and on battery cap contacts. When a test battery cap was used for testing, the pump powered on normally. The battery compartment was intact with no cracks. There was evidence of moisture contamination found inside battery compartment. Further testing could not be performed due to the unresponsive pump. The pump case was removed and no evidence of additional moisture contamination was observed inside of pump. The investigation revealed moisture in the pump and a battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.